Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had a high blood glucose of 400 mg/dl after playing soccer. The customer treated himself with a bolus that the insulin pump advised. They thought it was too much but followed the recommendation. Within 30-45 minutes the customer¿s blood glucose dropped to 30 mg/dl. They went to the car to treat the low blood glucose. No further details were given. The device will not be returned for analysis.